Event description:
(B)(4). Gynecological history and related incidents: (B)(6) 2001:(B)(6), live birth. On (B)(6) 2003: emergency appendectomy. On (B)(6) 2003: (B)(6) week, missed miscarriage - medically and surgically assisted. On (B)(6) 2006: (B)(6) week miscarriage. On (B)(6) 2006: (B)(6) week missed miscarriage. On (B)(6) 2006 (mm) surgically assisted d&c. On (B)(6) 2008: (B)(6), live birth. On (B)(6) 2009: (B)(6), live birth. On (B)(6) 2010: (B)(6), live birth. On (B)(6) 2011: essure implant procedure. On (B)(6) 2011: cervical biopsy (after essure). On (B)(6) 2011: ppd (I called in distress). Thyroid nodules found during exam. On (B)(6) 2011: fna (fine needle exasperation) thyroid biopsy. On (B)(6) 2011: hsd test for tubal occlusion (100%). On (B)(6) 2012: annual exam- endometrial biopsy. On (B)(6) 2012: fna thyroid biopsy. As an adult before essure: bacterial vaginosis, 2000, and 2003; frequent urination, uti-1998, back-lower back aches, short term memory loss, anemia/ iron deficiency, easily bruised, unexplained/easily bruised. Allergies: hypersensitivity to (nickel, sterling silver, platinum, soft gold) prolonged contact kills skin. Skin turns black, sloughs off. Hives, rashes, hay fever on occasion. Typical complaints after essure: joint pain, stiffness- knees, hip, ankles, shoulders, fingers; body aches every morning, feel almost hungover; heavy periods, passing several large clots per period. Enlarged lymph glands; metallic taste in mouth, migraines, dizziness/vertigo, anxiety attacks, mood swings, depression, ringing/humming in ears, trouble comprehending/deciphering/following conversation. Sudden hot, stinging flush (blush) of face, ears and neck. Ptsd, numbness/tingling in extremities. Hands/feet feel cold to the touch. Sensation of burning, stinging, tickling or prickling of skin- especially on face and back of hands and tops of feet. Nerve pain, lower back, radiates down legs. Tremors/shakiness, lack of sex drive/urge. Tactile sensitivity (extreme discomfort with most skin to skin contact. Defensive reaction to and avoidance of touch. Sudden onset in (B)(6) 2011. When I abruptly had need to wean my exclusively breastfed (B)(6). Needing to re-establish nursing due to mastitis. Plantar faciitis (plantar fascia ligament tears), heel spurs. Calcium deposits cause bony splinters to protrude under the heel bone. Pseudogoutchronic kidney stones, often requiring medical removal, 2-5 times per year. Mineral deposits: blepharitis. Mineral deposits keratin in eyes: incontinence (urge) - sudden overflow at the sight of toilet, just before being able to sit. Sensitivity to chemicals-scented soaps, lotions. Dyshidrotic eczema- palms and soles. Dental issues-sudden aggressive gum infection causing tooth root- trench mouth. Thyroid nodules developed within a 4 month period. Weight fluctuation, muscle spasms- violent jerking, sometimes from slumber nightmares /night terrors started violent awakening. Waking scared and angry (B)(6) 2015. Chronic iritis allergy eyes and styes (irritation of eyes). Chronic sinusitis. Overly sensitive to scents/odors. Overly sensitive to environmental temperatures.